Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The soft cannula measured the correct full length according to specification. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 410 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Additionally, the patient reported the cannula not being inserted properly and leaking during wear. As treatment as new pod was applied.